Event description:
It was reported that the surgeon inserted a competitor's lens and the trailing haptic was torn by the cartridge during insertion. The incision was enlarged to removed the lens and another iol was successfully implanted. Sutures were required to close the wound. The pt is currently doing well.